Event description:
It was reported that the ins (implantable neurostimulator) had been replaced on the day of the report due to coupling issues and telemetry/interrogation issues. Actions required as a result of the event were hospitalization, explant, and replacement. Three "recharge devices" were tried to get the contact with the ins, but it was not possible. Patient status at the time of this report was alive with no injury. Patient symptoms or complications associated with this event were no therapy relief due to the ins not working. Location of the issue or symptom was at the left side implant. The patient received a new ins and was fine again. One week later it was reported that the patient had been hospitalized eight days prior to the report and the ins had been replaced one day later. Interrogation was attempted with 2 hospital programmers and with manufacturer representative's programmer, but there was still no contact with the ins.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Additional analysis information: according to the trace report, poor coupling was observed on the last four recharge sessions (0 to 6 bars). A recharge coupling test was performed and the explanted device matched the coupling of a known good ins, indicating the device was recharging properly. The last recharge session performed was on (B)(6) 2013 with an end voltage of 3.74v. The device went into lock mode shortly after on (B)(6) 2013 and stayed there until it was received for analysis on (B)(4) 2013.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins had reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.